Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
Pt reported that the product was inserted into his tracheotomy tube during inner cannula change. During a routine change he was unable to remove the disposable inner cannula due to a broken ring. This did not obstruct his airway, however he was required to go to the emergency room to aid the removal and replacement of his inner cannula. The inner cannula product was removed and replaced with another. A tracheotomy change was not necessary or performed.